Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4)/. Same case as MDR ID: 2134265-2016-01309. It was reported pulmonary edema occurred. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2015. A watchman ® laa closure device & delivery system and watchman ® access system were used. Three partial recaptures were necessary as the device was too distal each time. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. At an unspecified time during the procedure, the patient experienced pulmonary edema. Medication was given or the patient¿s regimen was adjusted and they had a prolonged hospital stay. The event was considered resolved on (B)(6) 2015.